Event description:
The patient received inappropriate hv therapies due to oversensing. Intermittent loss of capture was also noted. Lead dislodgement was observed. The lead was explanted when an attempt to reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Medical adhesive contamination found on helix.